Event description:
New information received notes chest x-ray revealed no fracture on the right ventricular (rv) lead. There was high defibrillation lead impedance. A lead revision was planned, but none was reported. Patient was in stable condition.

Event description:
New information received notes that indicated a lead revision procedure was performed on (B)(6) 2023. The right ventricular (rv) lead tested normal so physician decided to not explant the lead, and lead adapter was replaced due to suspected malfunction. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was elevated and the physician suspected this was due to lead fracture. No programming changes were made to the lead. The patient was in stable condition.